Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Blood glucose level was 387 mg/dl. Reportedly, the pump display turned on after plugging the pump into a charger.